Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected root cause of the event reported.a lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice.

Event description:
It was reported by a user facility that a patient with skin type IV sustained hypopigmentation to the legs following hair removal treatment with a lumenis lightsheer duet laser hs handpiece.